Event description:
Caller states the patient tested 2.3 inr on the coaguchek system and 1.85 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Caller unsure which meter was used.